Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, total knee replacement failed after a few months. Did mechanical manipulation still failed. Now need revision surgery because it is coming apart less than a year later. Pin is too short and pulling out of and wearing patient's bone out. This complaint has been found on google reviews. It has not been indicated if revision surgery has happened yet. No part numbers or lot numbers have been provided.